Event description:
A complainant reported pt expired as a result of an apnea monitor not alarming as designed. The reported event occurred while the infant was being transported to the hospital (by his family). The reason the patient was being transported to the hospital and the nature of any pre-existing conditions could not be obtained. When contacted, the durable medical equipment supplier (dme) reported, they had received conflicting information from the patient's family; the grandmother reported the apnea monitor did not annunciate an alarm at the time of the adverse event, and the father stated the monitor did alarm, but did not "give them enough time to do anything".

Manufacturer narrative:
The apnea monitor was returned for evaluation and tested in accordance with product labeling (ref. Smartmonitor 2, parent's guide, 02/25/2003 and smart monitor 2 checkout manual, part number 1020818, 09/07/2006). The device passed both the self-test procedure identified in the parent's guide, and the service checkout procedure identified in the device's "checkout manual" (this procedure is used to verify the safety and efficacy of devices by the manufacturer's service centers after devices are serviced and before they are returned to customers). The monitor's audible alarm output met product specifications and is compliant with the FDA guidance, class ii special controls guidance document: apnea monitors; guidance for industry and FDA, july 17, 2002). Data downloaded from the monitor's memory log revealed that on the day of the reported event (2009) twelve bradycardia events occurred. The memory log also indicates the monitor was turned off. Based on this level of alarm activity, we believe the monitor operated as designed prior to and during the reported event. Although our attempts to acquire clarification from the customer regarding their specific complaint were unsuccessful, we reviewed the smart monitor 2 product labeling to determine if it contained errors or inadequacies related to the intended use of the monitor. The smartmonitor 2 international parent's guide (warnings and cautions) provides the following warnings to a caregiver of a pt being monitored by the apnea monitor. Smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor an infant should be trained in current infant cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity. We believe this labeling is both appropriate and adequate for describing the inherent risks and requirements associated with apnea monitoring. Based on all information available, we believe the smartmonitor 2 did not cause or contribute to the reported event and that no further action is appropriate.